Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable total bilirubin (tbil) results on their p-module. The customer provided data for two patients, of which one had discrepant results reported outside the laboratory. The patient's initial tbil result was 14.45 mg/dl accompanied by a data flag. The sample was auto-repeated by the same p-module and the result was 0.19 mg/dl. The customer considered the repeat result to be correct. There were no adverse events. The tbil r1 reagent lot number was (B)(4) and the expiration date was 01/31/2013. The tbil r2 reagent lot number was (B)(4) and the expiration date was 02/28/2013. The field service representative found a mechanical failure. He adjusted r1 and r2 reagent probes. He verified the instrument was functioning to specification. A mechanism check and precision test were within specification.